Manufacturer narrative:
The pod was received for evaluation with the needle mechanism assembly deployed. Initial attempts to download the data from the pod were unsuccessful. The pod was connected to an external power supply in an attempt to establish connection with the controller. This attempt allowed data to be successfully downloaded from the pod. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate that there was an obstruction in the flow of insulin. No damage or deficiencies were observed in the pod that would prevent it from operating as intended. No problem was found regarding the reported pod cannula obstruction of flow event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 14.9 mmol/l (268.2 mg/dl) between 37 and 48 hours of wearing the pod. The legal guardian (lg) reported a single incident involving a pod used by the patient. Overnight, the patient¿s bg values were high, and after breakfast the bg spiked significantly despite a breakfast bolus. The lg suspected that insulin delivery was impeded, possibly due to an occlusion, but no error message was displayed. The pod was replaced in the morning at approximately 07:30¿07:45, after which glucose values returned to normal. The pod had been placed on the thigh, adhered well, and was removed normally; the site had been prepared with cleaning and disinfection. No medical assistance was required.